Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('gen. Abnormal bleed') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and tooth disorder ("dental problem"). The patient was treated with surgery (hysterectomy. (Full), sapling (unilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, seizure, abdominal pain, urinary tract disorder, gastrointestinal disorder, alopecia and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, gastrointestinal disorder, genital haemorrhage, pelvic pain, seizure, tooth disorder and urinary tract disorder to be related to essure. The reporter commented: received treatment for gi conditions, hair loss, dental problem., seizures. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Case becomes an incident. Injury event was removed. New events added: pelvic pain, abdominal pain, general abnormal bleeding, urinary problems, gi conditions, hair loss, dental problem., seizures.reporter's information was updated. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('gen. Abnormal bleed/abnormal bleeding (general)'), seizure ('seizures') and intestinal obstruction ('bowl obstruction') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy (2011). Previously administered products included for an unreported indication: depo-provera from 2005 to 2009. Concurrent conditions included irritable bowel syndrome and seizures. Concomitant products included estradiol valerate (delestrogen) since 2011 to (B)(6) 2012, ibuprofen from (B)(6) 2010 to (B)(6) 2018 and levetiracetam (keppra) since 2004. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). In (B)(6) 2010, the patient experienced cervical cyst ("cysts in cervix"). In (B)(6) 2011, the patient experienced endometriosis ("endometriosis"). In (B)(6) 2015, the patient experienced teeth brittle ("teeth are becoming brittle"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), irritable bowel syndrome ("irritable bowel syndrome") and intestinal obstruction (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy. (Full), sapling (unilateral), oophorectomy (bilateral)). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, urinary tract disorder, gastrointestinal disorder, alopecia, teeth brittle, cervical cyst, endometriosis and intestinal obstruction outcome was unknown, the genital haemorrhage, abdominal pain and back pain had resolved and the seizure and irritable bowel syndrome was resolving. The reporter considered abdominal pain, alopecia, back pain, cervical cyst, endometriosis, gastrointestinal disorder, genital haemorrhage, intestinal obstruction, irritable bowel syndrome, pelvic pain, seizure, teeth brittle and urinary tract disorder to be related to essure. The reporter commented: received treatment for gi conditions, hair loss, dental problem., seizures. Additional date of removal: (B)(6) 2012 and (B)(6) 2018 (hysterectomy with unilateral salpingectomy - uterus, cervix and one of the fallopian tubes, unilateral salpingectomy - removed remaining fallopian tube, bilateral oophorectomy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received. Event dental problem was updated to teeth are becoming brittle. New events were added: cyst in cervix, endometriosis, irritable bowel syndrome, back pain and bowel obstruction. Onset date of the events were added: abnormal bleeding (general) and abdominal pain. Outcome of the events abnormal bleeding (general) and abdominal pain were changed from to recovered and seizure was changed from unknown to recovering. Medical history, historical, concomitant drug and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.